Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes a post port placement procedure, the catheter allegedly perforated after the set was fixed. The catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H11: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bardport MRI low-profile implantable port and one catheter in two segments were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. An in-house syringe was attached to the proximal end of the catheter segment returned. What appeared to be thrombus, was noted to exit the distal end during infusion. Hydrostatic pressure was applied by clamping the distal end of the catheter segment. No leaks were observed throughout the catheter when infusing. Similarly, an in-house syringe was attached to the proximal end of the distal catheter segment returned. The segment was patent to both infusion and aspiration. No leaks were observed during tests. Therefore, the investigation is unconfirmed for the reported catheter hole issue as no hole / puncture was noted in the catheter during evaluation. A definitive root cause could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion, component). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes a post a port placement, the catheter allegedly perforated after the set was fixed. The catheter was removed and replaced. There was no reported patient injury.